Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified weight to the spec, yellow particles, crease fold and deformation. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: the unit is not rupture. No issues found related with the manufacturing process additional, changed, and/or corrected data: d.4, d.10, h.3, h.4, h.6.

Event description:
Healthcare professional reported ¿left side -tenderness, swelling, pain on breast.¿ and a ruptured device diagnosed by MRI. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported ¿left side -tenderness, swelling, pain on breast.¿ and a ruptured device diagnosed by MRI. The device has been explanted.